Manufacturer narrative:
(B)(4). Upon carefusions investigation as follow up emdr submission will be done.

Event description:
During a rhinoplasty procedure, the tip of the vertebral augmentation needle broke off in the pt. They physician left the tip cemented in because the risk of removing it outweighed leaving it in." Patient impact unknown.  No actions requested at this time.(B)(4)2015 additional information-procedure was not a rhinoplasty, but rather a kyphoplasty of l1. Patient was discharged from the hospital post procedure without complications. Defective device (sans needle) is unavailable to be returned to manufacturing plant.

Manufacturer narrative:
(B)(4). A complaint sample was not provided for evaluation. Consequently, the investigation was not able to neither evaluate nor confirm the reported failure mode in regards to the complaint sample. A device history record review was completed for lot 0000715595. No issues or deviations were identified that may have contributed to the reported failure mode. A probable root cause could not be identified for the reported failure mode since no complaint sample was provided for evaluation and no issues were identified through the DHR review. The failure mode will be tracked and trended.